Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2017 with the following findings: the pump's black box showed evidence of unexplained pump reboot events on the complaint date. The pump powered on with the returned battery cap, but the cap was unable to fully tighten to the pump. The battery compartment was found to be cracked. The pump was exercised for 24 hours with no power issues observed. There was evidence of moisture on the internal components of the pump. The no power complaint could not be duplicated during the investigation.